Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose of 251 mg/dl. Following infusion set tubing change and corrective insulin from the ilet, the user¿s blood glucose decreased.